Event description:
In 2008, it was reported to boston scientific corp that a resolution hemostasis clipping device was used in a colonoscopy procedure performed on the same day. According to the complainant, the clip grasped the mucosa and would not detach from the catheter. It was also reported that there was no additional mucosal trauma due to this issue. The procedure was successfully completed with a second resolution hemostasis clipping device. At the conclusion of the procedure, the pt's condition was reported as "fine."

Manufacturer narrative:
The complainant has indicated that the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. The device history record for the pertinent lot has been reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for the same lot. The may 2008 15-month hemostatic clipping product family complaint trend report has been reviewed; no unfavorable trend was noted.